Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at 79,259 joules. Additional information reported by the customer was during set-up the aim test was performed, the aiming beam had no problem when the test was realized. During the procedure, there was a "flash" on the tip of the fiber, and the tip "crashed" (like a little explosion). The fiber was not burned, it just crashed. The aiming beam could not be seen after the fiber tip crashed. No errors or messages were displayed on the console. The physician chose not to continue to use the fiber. The physician switched to turp and finished the surgery. No patient injury was reported.